Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Our field service engineer has investigated the reported ventilator on site. The pneumatic back-plane printed circuit board (pcb) was replaced to resolve the issue and sent back for further investigation. The returned pneumatic back-plane pcb has been checked visually, and it shows a liquid contamination-short circuit on the connector of the air gas module. The type and the source of the contamination is unknown. Therefore, no root cause can be established. The pneumatic back-plane pcb is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell.

Event description:
Manufacturer's ref. #: (B)(4).